Event description:
It was reported that a spectrum pump had a latch issue. During baxter's evaluation it was discovered that the pump would alarm door not fully latched. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the door not fully latched alarms caused by cracked threaded insert bosses which led to separation between the front case and mechanism assembly. This separation is known to cause the door not fully latched alarms. The front case assembly was replaced.